Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter received one sample for evaluation. A visual inspection showed no signs of abnormality that could have caused the reported problem. A functional test was performed by refilling the sample with water to its nominal volume, after which flow was visually observed at the distal luer and continued without stopping. The reported condition was not confirmed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one infusor device was observed with no flow. This observation was made prior to patient use. No additional information is available.